Manufacturer narrative:
This product remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this pacemaker was operating in safety mode. Technical services (ts) reviewed the information and indicated that device replacement is required, with timing of replacement to be determined based on patient dependency. It was further reported that the patient was scheduled for urgent generator replacement and reported experiencing increased fatigue. As of the time of reporting, this device remains in service. No additional adverse patient effects were reported.